Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B) (6) 2009. The handpiece was plugged in but would not rotate. A second handpiece was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B) (4) - blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.